Manufacturer narrative:
Evaluation of the submitted system controller confirmed the reported replace system controller message and pump stops. The system controller was tested and a pump stop was reproduced. Analysis revealed an issue with the printed circuit board that can be linked to an issue with microvias. Similar incidents have been identified and a corrective action was implemented to address the issue. This system controller was manufactured prior to the implementation of this corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months post-implant, it was reported that the patient received a "replace system controller, controller fault" alarm and the green power symbol was not illuminated. The system controller was exchanged and no effects to the patient were reported.

Manufacturer narrative:
The patient remains on lvad support with the pump. The suspect system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.